Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Reportedly, customer "didn't have adequate supplies," however, no further information was able to be obtained regarding this despite repeated follow-up attempts. Customer additionally reported diabetic ketoacidosis, but was unable to specify ketone levels. High bg was addressed with a correction bolus.